Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/esophagus procedure, when the device was fired, a strange sound was heard. The resected tissue was checked and it was seen that the stapling was malformed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoraco/esophagus procedure, when the device was fired, a strange sound was heard. The resected tissue was checked and it was seen that the stapling was malformed. It was noted there was a staple line incomplete from central todistal part. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual inspection of the reload noted that it was received fully fired. Functionally, the reload was loaded onto a pmv representative handle, the interlock was reset and the device was able to cycle without issue. Visual inspection and functional evaluation of the reload noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. A review of the device history record for the reload could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.